Event description:
It was reported that this patient with this ra lead experienced infection and sepsis. The patient was hospitalized and the lead was explanted and a new lead was implanted. No additional adverse effects were noted outside of revision procedure.